Event description:
It was reported that shortly after this system implant was finished, the patient atrial pacing was not delivered due to far-field oversensing of the right ventricular (rv) channel. A health care professional (hcp) indicated the oversensing led to inappropriate identification of ventricular fibrillation (vf). Boston scientific technical services (ts) stated it appeared there was cross-chamber during atrial sensing and suggested adjusting the blanking period. The rv lead is a non-boston scientific product. Additional information stated the oversensing was no longer observed after the patient position was changed from supine to seated and the sutures were removed. Reportedly, the doctor does not plan to give latitude home monitoring to the patient. The system remains in service. No adverse patient effects were reported.